Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a rigiflex ii dilatation balloon was used during a procedure performed on (B)(6) 2025. During the procedure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.